Event description:
It was reported the patient underwent scs trial procedure on (B)(6) 2022. Later patient passed away on (B)(6) 2022 and cause remains unknown. The investigation did not determine which lead is related to the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs trial lead, model: 3086, UDI: (B)(4), serial: (B)(4), batch: a000127760.

Manufacturer narrative:
A patient death was reported to abbott. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.